Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10264. The patient received an scs system which included two leads from different lots. It was reported the patient stopped feeling stimulation. Diagnostic testing identified invalid contacts. In addition, all programs were auto-reducing. Reprogramming was attempted; however, coverage could only be provided in the patient's hip, not down the leg or in the foot as needed. The patient was referred to a neurosurgeon for consultation regarding surgical lead placement. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.